Event description:
(B)(4). Constant back pain, pelvic pain, numbness in hands and feet, edema, blurred vision, extended periods that last 6-7 days, acne, weight gain, migraines, swollen lymph nodes, anxiety, nausea.